Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that stent dislodgement and removal difficulty occurred, requiring additional surgery. Vascular access was obtained via the right femoral artery. The 95% stenosed, 2.5mmx10mm, concentric, de novo target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). There was a significant bend between 45 and 90 degrees. Pre-dilatation was performed with a 2.00 x 12mm nc emerge balloon catheter resulting in a 50% residual stenosis. Following pre-dilatation, a 16 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, resistance was felt and the shaft was kinked. During withdrawal, the balloon was difficult to remove from the stent and the stent came off the stent delivery system in the proximal rca. It was noted that the stent embolized in the mid to distal rca. An attempt was made to pull the stent back into the guide catheter but was unsuccessful. The procedure was not completed and urgent coronary artery bypass surgery was performed within 12 hours of the issue. No patient complications were reported and the patient condition was stable post procedure.